Event description:
It was stated that the pump shoots out insulin during manual prime without giving a second set of beeps. Troubleshooting was performed. The customer had tried a different set and reservoir, but the pump had a motor alarm during the manual prime. The customer cleared the alarm and tried again; the pump had another motor alarm during the rewind. Recommended the customer to obtain a back up plan to last for the next few days. The customer was informed that a replacement pump could be sent. The customer's parent stated that the customer was requiring dextrose to treat the low bgs. Moreover, it was stated that the customer after the recovery from low bgs, the pump beeped once and solid circles appeared. When the customer tried to review the alarm history, the pump prompted for rewind.